Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011273, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-oct-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6011273". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011273 was manufactured according to the work insrtuction (wi) version 120 and packaged in the linea 03 on 04-feb-2025, with a total of (B)(4) units. Review of the DHR showed that during the final inspection outgoing, test num 4 (g): a sample was found with a loose contamination in the packaging. According to the sampling plan performed the lot was released. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, for the soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. A sampling plan extended was performed during final inspection outgoing process no related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.

Event description:
Reference number (B)(4): event occurred in the united kingdom. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The patient faced hyperglycemia due to bent cannula. The blood glucose level was 28mmol/l and the patient was treated with intravenous and fluids of saline and insulin .the patient had high ketones. The patient got released from the hospital on (B)(6) 2025. No further information available.